Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. Customer reported that sensor malfunctioned and it was found that cannula was bent. The customer was treated for the low blood glucose with juice and pumpkin seeds. Sensor was not connecting to transmitter. Customer also had problems with sensor sticking. Customer declined troubleshooting for low blood glucose. Customer was advised that sensor would be replaced.